Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 3 malfunction events where a midwest e mini handpiece overheated. No injury resulted in any of the events.